Manufacturer narrative:
Omit: g0405206 latch. Correction: describe event or problem, unique device identifier (UDI) #, report source other. Added pi to the unique identifier (UDI)# field. Additional information: related report number grid.

Event description:
It was reported that there was a free flow of versed, versed bag was spiked at 1138 and hung. Concentration1mg/ml total volume 100 ml with a programmed rate of 1.11ml/hour. At 1230 patient found unresponsive with pinpoint pupils and hypotensive. Versed was found infused with a volume of 8mls left in the IV line. Patient was already receiving vasopressin. Clinician increased vasopressin infusion, the patient recovered. A copy of the medwatch report from FDA was received as well as a maude event report, which states, ¿the user programmed from the guardrails drug library ¿ midazolam drip, low concentration. The infusion began with a starting primary volume infused of 5.147 mg. The rate was 1.67 and volume to be infused (vtbi) was 20. At [time redacted], the user powered off the channel. The final recorded primary volume infused was 6.923 mg. However, user reported that the bag ran dry. That was a total volume infused of 1.776 mg according to the pump data logs. This is consistent with the programmed rate and time elapsed. Biomed also conducted physical testing and rate checks, all were within range and passed inspection."

Event description:
It was reported that there was a free flow of versed, versed bag was spiked at 1138 and hung. Concentration1mg/ml total volume 100 ml with a programmed rate of 1.11ml/hour. At 1230 patient found unresponsive with pinpoint pupils and hypotensive. Versed was found infused with a volume of 8mls left in the IV line. Patient was already receiving vasopressin. Clinician increased vasopressin infusion, the patient recovered.

Manufacturer narrative:
Omit: concomitant med prod data, b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a free flow of versed was not confirmed during the review of the pcu event log or during laboratory testing. The report of a versed medication being programmed with a rate of 1.11ml/hour was not confirmed during the review of the pcu event log. The suspected versed infusion was observed to be programmed with a rate of 1.67ml/hr and a volume of 20ml. ¿ laboratory test results performed on the suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. O functional testing on the received suspect pcu found no irregularities. O visual inspection and functional testing on the received administration set found no irregularities. O the inner door front cover was observed to be a third-party part. While testing did not show a correlation to the reported issue. Third party parts can contribute to over infusion conditions. ¿ based on the review of the pcu event log, on february 03, 2024 at 11:34 am, a guardrails drugs infusion for drug ID 374; midazolam drip (low concentration) was programmed and started with a drug amount of 1mg, a diluent volume of 1ml, a patient weight of 33.4kg, a dose of 0.05mcg/kg/hr a rate of 1.67ml/hr and a volume to be infused (vtbi) of 20ml. O at 12:39 pm, the pump module was channeled off with a calculated primary volume infused of 1.776ml. ¿ a review of the pcu and pump module error logs showed no errors were recorded related to the reported ¿ per the alaris directions for use (dfu) version 12.1, qualified personnel must ensure that the appropriateness of drug dosing limits, drug compatibility, and instrument performance, as part of the overall infusion. Potential hazards include drug interactions, inaccurate delivery rates and pressure alarms, and nuisance alarms. ¿ it is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Root cause: the root cause of the report that there was a free flow of versed was not determined. The suspect pump module was thoroughly laboratory tested and found the device to be operating in specifications. The root cause of the report that the versed medication was programmed with a rate of 1.11ml/hour is being attributed to user programming, however, the programming concern would not explain the reported free flow event. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a free flow of versed, versed bag was spiked at 11:38 and hung. Concentration 1mg/ml total volume 100 ml with a programmed rate of 1.11ml/hour. At 12:30 patient found unresponsive with pinpoint pupils and hypotensive. Versed was found infused with a volume of 8mls left in the IV line. Patient was already receiving vasopressin. Clinician increased vasopressin infusion, the patient recovered.

Event description:
It was reported that there was a free flow of versed, versed bag was spiked at 1138 and hung. Concentration1mg/ml total volume 100 ml with a programmed rate of 1.11ml/hour. At 1230 patient found unresponsive with pinpoint pupils and hypotensive. Versed was found infused with a volume of 8mls left in the IV line. Patient was already receiving vasopressin. Clinician increased vasopressin infusion, the patient recovered. A copy of the medwatch report from FDA was received, which states, ¿the user programmed from the guardrails drug library ¿ midazolam drip, low concentration. The infusion began with a starting primary volume infused of 5.147 mg. The rate was 1.67 and volume to be infused (vtbi) was 20. At [time redacted], the user powered off the channel. The final recorded primary volume infused was 6.923 mg. However, user reported that the bag ran dry. That was a total volume infused of 1.776 mg according to the pump data logs. This is consistent with the programmed rate and time elapsed. Biomed also conducted physical testing and rate checks, all were within range and passed inspection."

Manufacturer narrative:
Correction: describe event or problem , FDA notified?, report source other. Additional information: report source, related report number grid.